Event description:
Info received indicates fluid ingress into the siderail wiring harness, eroding the wires and causing the right head siderail functions to not work.

Manufacturer narrative:
The technician replaced the siderail to repair the bed.